Event description:
The caller alleged discrepant results when compared with lab results. The lab results are as follows: 2008: 4.1, 6.1; 2008: 3.1, 4.1.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at the time complaint was filed. Per internal procedure, tr 0150, the mean of the inratio meter and comparative system inr were calculated. Testing 2 for both lab and inratio values are within the confidence limits. However, testing 1 indicates that comparative system is greater than or equal to limit of detection and inratio is less than or equal to 5.0. Hence, the criteria are not met and the values are discrepant beyond the documented variability for pt/inr testing. Hence, this would be subject to functional testing as part of the complaint investigation. As of 2008, the meter was not expected to return. Hence, no further testing will be required.